Event description:
The user facility reported that they were investigating a microorganism outbreak in the hospital in which a total of seven pt samples reportedly tested (B)(6) for (B)(6). Olympus was informed that the positive culture testing took place over a time span ranging from (B)(6) 2011. The user facility further reported that four of the seven pts identified in the population had received a bronchoscopy. Sometime after the reported event, the pt was said to have expired, however, user facility personnel reported that they believed this was due to pt's underlying condition.

Manufacturer narrative:
This report is to address pt 3 of 4 pts associated with microorganism contamination following bronchoscopy. Olympus followed up on this report and was informed the pt was said to have (B)(6) cultured from bal samples, and (B)(6) cultured from sputum samples. The pt referenced in this report was said to have undergone diagnostic and therapeutic bronchoscopies on (B)(6) 2011. The user facility reported that the pt had expired, but the cause of death said to have was likely due to pre-existing conditions of the pt prior to undergoing the procedures. No specific info was provided regarding the pt's pre-existing condition. The hospital is said to be investigating other potential sources of contamination. The device referenced in this report was forwarded to an independent laboratory for microbiological testing. Test results from this testing are pending. As part of the investigation into this report, an olympus endoscopy support specialist (ess) visited the user facility to assess the reprocessing practices being employed and found no major issues. A physical eval of the bronchoscope will follow once the device is received from the microbiology laboratory, and this report will be supplemented. The cause of the user's report cannot be conclusively determined. This report is being submitted as a MDR in an abundance of caution. Cross-reference MFR report#s: 8010047-2011-00249, 00250, and 00252 for other related reports.